Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver fentanyl (2000 mcg/ml at 1499.9 mcg/day). Analysis of the pump found no significant anomaly. The catheter (j11686r11) was returned for analysis. The catheter was returned in segments and no significant anomaly was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving fentanyl 2000 mcg/ml at 1873 mcg/day via an implantable pump. The indication for use was non-malignant pain. The arv (actual reservoir volume ) was greater than the erv (expected reservoir volume). It was reported reservoir volume discrepancies but less than 20% under-infusion so the healthcare provider was not concerned. A home health agency had been filling the patient¿s pump. The patient stated that ¿several times¿ when the healthcare provider was filing the pump the patient felt as though they were getting overdosed. There were no concentration changes that the reporter was aware of. The neurosurgeon attempted a dye study today and was unable to aspirate via the cap (catheter access port). The patient stated that there have been catheter issues for ¿quite a while¿. Per the reporter they would replace the catheter. The patient also stated that ever since they put in the 8637-40 pump it had not worked since then. The reporter stated that the pump event logs were normal and the patient did not like the 40 cc pump so maybe they would replace the pump too. The reporter planned to confer with the healthcare provider.

Manufacturer narrative:
Other components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Updated to reflect information received on 2017-apr-07. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-apr-07 from a manufacturer's representative (rep). It was reported that the catheter and the pump were replaced on (B)(6) 2017. The patient's healthcare provider (hcp) reduced the dosage to 750 mcg/day. The patient would be kept overnight at the facility to be assessed, but it was believed that the patient is doing ok. The rep also confirmed that he pump would be returned for analysis.